Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that patient board failure was the cause of the no image event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.